Event description:
It was reported that the patients paddle lead backed out of the epidural space. The physician moved the paddle lead back to its desired level. The patient was doing well postoperatively. The lead remain implanted in the patient.